Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: strip issue. (B)(4).

Event description:
Consumer reported complaint for "lo" blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of "lo". Wife stated the customer has not received any other results beside "lo" since first receiving products at the beginning of (B)(6). The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a blood test was performed by the customer fasting and produced test result of "lo" using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is less than one month. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: lo, lo, lo, lo.